Manufacturer narrative:
Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, cracked select button on keypad overlay, damaged keypad over texture, pillowing keypad overlay, cracked case on battery tube area, faded serial number label, peeling end cap address label and faded end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by the medtronic indicated that the insulin pump had cracked at the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.